Event description:
It was reported by service report that the right siderail would not latch in the upright position. It is unknown if there was patient involvement or if there are adverse consequences to report.